Event description:
Customer reported blood glucose results of 190 mg/dl, 135 mg/dl, and 90 mg/dl within 10 minutes on the active system. Customer reported symptoms for which he self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.